Event description:
It was reported that during a bpd (bariatric) procedure, severe adhesions separation using harmonic took over an hour. First step, gallbladder removal, blood vessel separation of stomach, stomach stapling using blue reload at pylorus horizontal resection of the stomach using three green reloads. Measuring three meters from the area of the cecum, then bowel resection using a white reload. One portion of this bowel segment is raised to perform a functional end to end anastamosis with the stomach using a blue reload and manually sewing of the stomach (double layer). The second bowel segment descends to a side to side jejunoileostomy common channel anastamosis using a white reload and sewing of the stomach manually double layer. Duration of the procedure was around four hours. As noted by the surgeon, during the surgery no problems occurred of the device malfunction or otherwise. The surgeon left the operating room feeling confident with the results. Three days later the patient reported feeling weakness and was sent to a CT scan where free air was observed. As a result the surgeon decided to perform an open laparotomy. After manually pressing on both anastomosis a leak was observed from a 2 mm sized opening in two areas at the center of the bowel resection area, where the white reload was used. The leak was observed at the anastamosis between the stomach and the bowel near the outer staple line and an additional leak in the anastamosis at the jejunojejunostomy at the outer staple line area. The leak within the abdominal cavity was sealed using suture and the patient was transferred to the intensive care unit where he has been hospitalized for the last week, intubated and with open abdomen. Since then an additional surgery was performed putting a vycril mesh to prevent further infection. One device and one reload was discarded.

Manufacturer narrative:
(B)(4). Ees md spoke with surgeon comments are as follows: I spoke with dr. Regarding this incident. He reiterated to me that the operation went smoothly with no untoward events. At 48 hours later the patient showed signs of leak, was returned to the operating room where two small leaks were noted on opposite sides of the same white load cartridge firing. I explained to him that upon review of the operative video our field quality engineer noted staple forms that indicated possible staple anvil deck deflection. He was very interested to hear that conclusion and was hoping we could point out to him where in the video these findings could be found. However, after reviewing the video myself with the engineer it appears that the possible deck deflection occurred during firing on the stomach, not the one that dr. Had concerns about. Though neither I nor the engineer see any particular cause for concern in this firing, nor do we see any reasons other than tissue tolerances that might explain the post-operative findings. He subsequently has switched to using a blue load since he had no other explanations for this problem other than tissue thickness. He has had no issues since. Dvd received. Field quality engineer reviewed the dvd. Observations: in my opinion the patient had excessive amounts of fatty tissue which made this procedure appear very challenging. The device placement, waiting 15 seconds, and slow firing strokes were in my opinion text book. The only exception was the placement on the 3rd green firing transecting on the stomach. There appeared to be some bunching and excess fatty tissue captured between the jaws approximately mid staple line. Note clips were placed at this approximate location to control hemostasis. Both anastomosis firings appeared fine. Jejunoileostomy and gastrojejunostomy no testing or visual inspection of either anastomosis was observed. As it pertains to the green cartridge firing, it is my opinion based on what could be observed and findings of the open laparotomy; the probable root cause was staple cartridge deck deflection. The deflection in my opinion was the result of the tissue being too thick for the cartridge selected. There were no anomalies noted during the review of the white firings.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. A leak within the abdominal cavity was sealed using suture and the patient was transferred to the intensive care unit where he has been hospitalized for the last week, intubated and with open abdomen. Since then an additional surgery was performed putting a vycril mesh to prevent further infection. According to the surgeon, during the procedure itself there were no abnormalities detected, thus no further actions were taken. On what tissue type was the device used? Small intestine. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th. During which stroke did the event occur? The surgeon didn't feel anything. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Morbid obesity. What is the age and sex of the patient? Male (B)(6). What is the current status of the patient? Still hospitalized in intensive care unit. Is there any other additional information you would like to share about this device or procedure? The surgeon continued to use the instrument in a regular way.